Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was heard. Telemetry confirmed the alarm was due to "reset occurred/low battery." The pt started to experience withdrawal and was admitted to the ICU. The pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.